Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04368.

Event description:
It was reported that the patient underwent a hip revision approximately 10 years post implantation due to pain. During the surgery, fluid was noted.

Manufacturer narrative:
(B)(4). Medical device: m2a 38mm mod hd, # item 11-173661, lot 560810. Taperloc por lat fmrl, # item 11-103209, lot 437490. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02872. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision surgery approximately 10 years post initial surgery due to pain, toxic levels of cobalt and chromium, tissue and bone destruction.